Event description:
It was reported that during percutaneous coronary intervention, a shaft break occurred. The 2.75x16mm, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left circumflex (lcx) artery. The 2.75x16mm taxus liberte stent was advanced but the physician encountered significant resistance while attempting to cross the lesion. The physician "exercised force" in an attempt to cross the lesion. The shaft of the device broke 20cm from the hub. The device was removed with the guide wire and guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during percutaneous coronary intervention, a shaft break occurred. The 2.75x16mm, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left circumflex (lcx) artery. The 2.75x16mm taxus liberte stent was advanced but the physician encountered significant resistance while attempting to cross the lesion. The physician "exercised force" in an attempt to cross the lesion. The shaft of the device broke 20cm from the hub. The device was removed with the guide wire and guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two sections as a result of a break in the hypotube. The break was located at 87.5cm distal to the strain relief. The break is consistent with excessive force having been applied to the shaft. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).